Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, a lay user/pt contacted lifescan (lfs) alleging that an onetouch ultra meter would not power on. The complaint was classified based on the customer service rep (csr) documentation. The pt tests her blood glucose at least four times a day and manages her diabetes with an unspecified type of insulin that is taken on a sliding scale. The pt reportedly developed symptoms of "sweating, shaking, and weird feelings" before the meter reportedly "would not power on" on the day before. As a result of the alleged meter issue, the pt claims that she continues with her sliding scale insulin based on her feelings. On original date at an unspecified time, the emergency medical services (ems) was called and blood glucose of "20 mg/dl" was reportedly obtained on the ems meter. The pt mentions that IV glucose was given to her by the ems. During troubleshooting, the csr verified that there was no meter trauma and that this was not a new out of box product. The pt did not replace the battery per the owner's manual. After the pt replaced the battery, the meter powered on and was reportedly functioning properly. This complaint is being reported due to the following conclusions: the pt was reportedly treated by the ems for hypoglycemia after the alleged meter issue began.